Event description:
It was reported that the lead was found "kinked" in the pocket and what appeared to be a "sharp bend in the clavicle area." The electrocardiogram (egm) showed noise and oversensing of artifact, and the lead integrity alert (lia) was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.